Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 200 mg/dl. She stated that she did walk with the insulin pump in the pants. Nothing further was reported.